Event description:
It was reported that on (B)(6) 2022, the patient underwent a right knee arthroscopy cleaning, synovial removal of the free body, removal of patellar cartilage, internal fixation of the iliac cartilage fracture, release of the lateral retinaculum, reconstruction of the medial patellofemoral ligament and goose foot tendon removal, where a twinfix device was used. After the operation, the patient was discharged in stable condition, gradually functional exercise, and recovered well. On (B)(6) 2023, the patient formed a mass in the right knee wound, which gradually increased in size and then broke down with yellow purulent secretion, therefore, debridement and drainage treatment was performed, but the symptoms did not improve significantly. The patient was then hospitalized again for postoperative infection of right patellar dislocation. On (B)(6) 2023, the patient underwent debridement under general anesthesia and recovered well after surgery. No further complications were reported. The patient is currently recovering well.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that on (B)(6) 2022, the patient underwent a right knee arthroscopy cleaning, synovial removal of the free body, removal of patellar cartilage, internal fixation of the iliac cartilage fracture, release of the lateral retinaculum, medial patellofemoral ligament reconstruction (where a twinfix anchor was used) and goose foot tendon removal. After the operation, the patient was discharged in stable condition, gradually functional exercise, and recovered well. On (B)(6) 2023, the patient formed a mass in the right knee wound, which gradually increased in size and then broke down with yellow purulent secretion, therefore, debridement and drainage treatment was performed, but the symptoms did not improve significantly. The patient was then hospitalized again for postoperative infection of right patellar dislocation. On (B)(6) 2023, the patient underwent debridement under general anesthesia and recovered well after surgery. No further complications were reported. The patient is currently recovering well.

Manufacturer narrative:
H10: h2: additional information on b5.

Manufacturer narrative:
H10: h2: additional information on h6 (health effect - impact code). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device and sterility records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.